Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor, urinary dysfunction/sacral nerve stim. The reason for call was to request communication with rep. Patient said that about 2 months ago their ins "shorted out" and was "going off every five minutes." Patient said they were unable to turn the therapy off, so went to seek medical attention. Patient ended up getting assistance from a rep (name asked, unknown) who was able to turn therapy off. Caller said the rep told them their hcp was an implanting provider they knew of and that they would call patient back for further discussion. Patient said they have still not heard back at all and requested to get in touch with their local rep. Agent sent email to the field for relaying this request. The rep indicated that they provided hcp contact info to patient.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a rep. The rep reported that they were not aware that the ins shorting out/going off every 5 min was a device concern, therapy issue, procedure/use issue, etc. They reported that the cause was unknown. They reported that the most likely cause was unknown. They reported that the steps taken to resolve the issue were that that issue was resolved.